Manufacturer narrative:
The device was not returned for eval.

Event description:
The customer contact reported an adverse event while the device was in use. The endotool was being used to manage the pt's blood glucose level. At an unspecified time, the pt's blood glucose reading was 231 mg/dl. Based on the endotool recommendation, the pt was administered 4 units of insulin and a continuous delivery of insulin was started at a rate of 5 units/hr. Approximately an hour later, the pt's blood glucose reading was 58 mg/dl and based on the endotool recommendation, the insulin delivery was stopped and 30 ml of dextrose was administered. Approximately thirty minutes later, the pt's blood glucose reading was 66 mg/dl and based on the endo tool recommendation, 25 ml of dextrose was administered. Reportedly one half hour later, the pt's blood glucose was "fine". The pt continued to be monitored using the endo tool. There were no reported adverse pt sequelae. Though requested, no additional info was provided.